Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the pulse generator went into backup (bvvi) operation one or two times after the patient was exposed to intensity modulated radiation therapy. The device was explanted and replaced.